Event description:
(B)(4). Customer reported the pump had been sent in twice for the same issue. Upon the last return the pump was demonstrating the same problem it was initially sent in for. When the "power" button was pressed the pump would not turn on. When the pump is unplugged from the ac power the "ac" and battery" indicator lights remained lit. The facility has 823 of these pumps and on average 10-12 are sent in on a weekly basis for warranty service. Over the last 8 or 9 months they are seeing an increase in the number of pumps requiring multiple trips for repair. Issues have also included loss of the drug library.

Manufacturer narrative:
After further communication with the customer they have had the pump in their possession and it has been functioning normally. The pump was not sent in for analysis as it s working as intended. The customer will contact us if any further assistance is needed.